Manufacturer narrative:
The service engineer replaced the user interface (ui) assembly to resolve the reported issue. The unit passed performance verification testing and it was returned to service.

Manufacturer narrative:
Date of report: 13may2021. No patient involvement.

Event description:
It was reported to philips that the device is plugged in and turned off, but it will power itself back on, and the time is wrong. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.